Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report # 3006705815-2019-01251. It was reported that one of the patient's leads had migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, patient has effective therapy. As it is unknown which lead was liable, both leads are being reported.

Event description:
Device 2 of 2. Reference mf report # 3006705815-2019-01251.